Event description:
It was reported that the home patient (hp) had a heater bag that became disconnected from the heater line which occurred on the homechoice (hc) device. The technical service representative (tsr) had the hp cycle the power and end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.